Event description:
It was reported by the customer that the bd ultra-fine¿ pen needle end, broke off in humolog pen during use. The following information was provided by the initial reporter: "material no: 320144 batch no: 1012818 it was reported "non patient" end of pen needle broke off in humolog pen during use verbatim: consumer reported, "non patient" end of pen needle broke off in humolog pen during use stated, when it did not prime, she removed pen needle only to discover "non patient" end of needle was stuck inside of pen. 1 pen needle affected lot: 1012818 catalog: 320144 date of event: (B)(6) 2022. Samples: yes cl"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd ultra-fine¿ pen needle end, broke off in humolog pen during use. The following information was provided by the initial reporter: "material no: 320144 batch no: 1012818 . It was reported "non patient" end of pen needle broke off in humolog pen during use verbatim: consumer reported, "non patient" end of pen needle broke off in humolog pen during use stated, when it did not prime, she removed pen needle only to discover "non patient" end of needle was stuck inside of pen. 1 pen needle affected lot: 1012818. Catalog: 320144 . Date of event:(B)(6) 2022. Samples: yes cl".

Manufacturer narrative:
H.6 investigation summary: a complaint history check was performed and this is the 1st. Related complaint for breaks off during use npe on lot # 1012818. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 04-aug-2022 . H6: investigation summary customer returned (3) sealed 4mm, 32g pen needles from lot # 1012818. Customer states that the non patient end of pen needle broke off. All returned pen needles were examined and no broken non patient end of the cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported by the customer that the bd ultra-fine¿ pen needle end, broke off in humolog pen during use. The following information was provided by the initial reporter: "material no: 320144 batch no: 1012818 . It was reported "non patient" end of pen needle broke off in humolog pen during use verbatim: consumer reported, "non patient" end of pen needle broke off in humolog pen during use stated, when it did not prime, she removed pen needle only to discover "non patient" end of needle was stuck inside of pen. 1 pen needle affected lot: 1012818. Catalog: 320144 .. Date of event: (B)(6) 2022. Samples: yes cl".